Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6).

Event description:
The customer reported that the intra-aortic balloon pump (iabp) produced a "maintenance required" error 3 weeks ago. This event occurred while the iabp was in use on a patient. No adverse event has been reported. No other patient information has been made available.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched and was unable to confirm the reported complaint while performing preventive maintenance (pm). The fse performed a complete pm with full calibration. The iabp passed all functional and safety tests per factory specifications and was returned to the customer, cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) produced a "maintenance required" error 3 weeks ago. This event occurred while the iabp was in use on a patient. No adverse event has been reported. No other patient information has been made available.